Event description:
It was reported by the patient that post a coronary-drug eluting stenting treatment procedure; the patient experienced chest pain and an allergic reaction. A 2.25x24mm taxus express2 atom stent was implanted in an unspecified lesion and the patient stated that since the stent implantation, she has been experiencing constant chest pain. The patient also believes she has been experiencing an allergic reaction, as she took claritin for her allergies and the chest pain subsided. It was noted that the patient also has a history of allergy to sulfates and the patient was switched from plavix to ticlid to avoid sulfa exposure; however, the chest pain continued after the medication change. Additional information was requested, but is not available. Additional information received from the physician's office, confirmed that the patient has not been seen since the procedure, and the patient has not kept their follow up appointments.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.